Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "a propofol drip was initiated, within seconds of hanging it was noted to be heavily dripping within the tubing chamber. Pt's systolic blood pressure was around 96, which is down from the 130s. Drugs stopped and line disconnected. A large puddle of propofol was also noted on the ground. It appears the patient received a bolus of propofol. The sbp dropped to around 70 and vasopressor dosages were increased to counteract the hypotension and the pt. Was stabilized quickly. We removed the line and channel for further inspection. Upon further investigation the alaris pump channel door was not flush upon closure and on the tubing model #2420-0500 safety clamp was not fully engaged."

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "a propofol drip was initiated, within seconds of hanging it was noted to be heavily dripping within the tubing chamber. Pt's systolic blood pressure was around 96, which is down from the 130s. Drugs stopped and line disconnected. A large puddle of propofol was also noted on the ground. It appears the patient received a bolus of propofol. The sbp dropped to around 70 and vasopressor dosages were increased to counteract the hypotension and the pt. Was stabilized quickly. We removed the line and channel for further inspection. Upon further investigation the alaris pump channel door was not flush upon closure and on the tubing model #2420-0500 safety clamp was not fully engaged."

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "a propofol drip was initiated, within seconds of hanging it was noted to be heavily dripping within the tubing chamber. Pt's systolic blood pressure was around 96, which is down from the 130s. Drugs stopped and line disconnected. A large puddle of propofol was also noted on the ground. It appears the patient received a bolus of propofol. The sbp dropped to around 70 and vasopressor dosages were increased to counteract the hypotension and the pt. Was stabilized quickly. We removed the line and channel for further inspection. Upon further investigation the alaris pump channel door was not flush upon closure and on the tubing model #2420-0500 safety clamp was not fully engaged."